Event description:
The pt presented with symptomatic claudication and a 100% occluded left femoral-popliteal arterial graft. Access was gained through the right common femoral artery in a contralateral approach. The physician had difficulty advancing the guidewire through the distal anastomosis into the native popliteal artery. The trellis reserve was then inserted with the distal balloon positioned in the distal anastomosis. Upon inflation, the balloon shape was such that suggested a normal seal to the graft. A total of 3 runs were completed from distal to proximal. A post-treatment angiogram revealed over 90% of the thrombus was successfully removed from the graft, however, extravasation of contrast at the distal anastomosis was noted. A pta balloon was then inserted and inflated at the distal anastomosis with noted improvement. Directly following the procedure, it was also noted that the pt had a hematoma and bleeding at a left brachial access site (from an angiographic procedure performed the previous day). No further treatment was given and the pt was transferred to a hospital bed for evaluation at a later time. The pt expired later that evening.